Event description:
The customer reported four (4) false positive results with the determine hiv 1/2 ag/ab combo test performed on (B)(6) 2024 via medwatch reports mw5166205, mw5166206, mw5166207 and mw5166208. This report addresses test one (1) of four (4). The customer reported via medwatch a false positive result with the determine hiv 1/2 ag/ab combo test performed on (B)(6) 2024 with a serum sample. Confirmation testing with the abbott alinity and siemens chiv methods was performed on an unknown date with the same serum sample and both methods generated negative results. The customer confirmed there was no patient harm as a result of the false positive result.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported four (4) false positive results with the determine hiv 1/2 ag/ab combo test performed on (B)(6) 2024 and (B)(6) 2024 via medwatch reports mw5166205, mw5166206, mw5166207 and mw5166208. This report addresses test one (1) of four (4). The customer reported via medwatch a false positive result with the determine hiv 1/2 ag/ab combo test performed on (B)(6) 2024 with a serum sample. Confirmation testing with the abbott alinity and siemens chiv methods was performed on an unknown date with the same serum sample and both methods generated negative results. The customer confirmed there was no patient harm as a result of the false positive result.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 882505 with internal positive and negative quality control samples. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 7d2648 / lot 882505 and device part number 10732998 / lot 886464. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 882505 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. However, it could have possibly been related to the specific patient samples.